Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guide wire detached occurred. Vascular access was obtained via the right femoral artery. The severely calcified lesion was located in the anterior tibialis above the dorsalis pedis. A non-bsc guide wire and an angiography catheter were advance d to the lesion. A pta was completed with ultra-thin diamond balloon catheter. The device was removed and an angiogram of anterior popliteal ii was completed. The catheter was removed and this .014/180cm platinum plus guide wire, a non-bsc support catheter and a coyote balloon catheter was advanced to the lesion and successfully dilated the fibularis. The guide wire was pulled to the anterior popliteal iii. The guide wire and non-bsc support catheter were advanced to the anterior tibialis. The non-bsc support catheter was removed and a coyote balloon catheter was advanced to the lesion and balloon dilation was successfully performed. The coyote balloon catheter was successfully removed; however, the user was unable retrieve the guide wire. An attempt was made to loosen the tip of the wire using the coyote balloon catheter and non-bsc support catheter. The tip of the wire and coating became caught in the fibularis anterior and detached. It was noted that approximately 5mm remained inside the patient. An angiogram was completed to confirm that the vessel was open and no visible vessel damage was found. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the spring tip severely elongated and unraveled. The core wire was fractured 179.5 cm from the proximal section and a kinked was found at the distal tip. The device was sent to the analytical lab to determine the cause of the fracture. Device appears to have been pulled or pushed against resistance. Failure occurred due to a cyclic bending event in to direction followed by a final tension overload. No material anomalies were found. The guide wire outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guide wire detached occurred. Vascular access was obtained via the right femoral artery. The severely calcified lesion was located in the anterior tibialis above the dorsalis pedis. A non-bsc guide wire and an angiography catheter were advanced to the lesion. A pta was completed with ultra-thin diamond balloon catheter. The device was removed and an angiogram of anterior popliteal ii was completed. The catheter was removed and this .014/180cm platinum plus guide wire, a non-bsc support catheter and a coyote balloon catheter was advanced to the lesion and successfully dilated the fibularis. The guide wire was pulled to the anterior popliteal iii. The guide wire and non-bsc support catheter were advanced to the anterior tibialis. The non-bsc support catheter was removed and a coyote balloon catheter was advanced to the lesion and balloon dilation was successfully performed. The coyote balloon catheter was successfully removed; however, the user was unable retrieve the guide wire. An attempt was made to loosen the tip of the wire using the coyote balloon catheter and non-bsc support catheter. The tip of the wire and coating became caught in the fibularis anterior and detached. It was noted that approximately 5mm remained inside the patient. An angiogram was completed to confirm that the vessel was open and no visible vessel damage was found. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).